Event description:
Information was received indicating that the medication cassettes used with a smiths medical cadd-legacy duodopa ambulatory infusion pump "ran dry before the end of the day was over." It was reported that the patient runs the pump twenty-four (24) hours a day; however, "by the md calculations the cassette should have duopa left by the end of the day." It was also reported that the patient's dosage may have been too high. No adverse patient effects were reported.